Event description:
It was reported that the pacemaker system triggered a lead safety switch due to a high out of range impedance measurement in this right ventricular (rv) lead. This lead remains in service. No adverse patient effects were reported. The procedure was completed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).